Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was representative stated the patient's recharger telemetry module (rtm) was becoming super-hot all of a sudden and was preventing the patient from charging the implantable neurostimulator (ins) as they'd have trouble charging and with the connection. Patient stated the issue started a couple weeks ago, in january. A replacement rtm was sent out. No symptoms were reported.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.